Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's display would intermittently be distorted and no clinical info could be seen. Complainant indicated that there was no pt involvement in the reported malfunction.